Event description:
It was reported that intermittent occlusion alarms occurred, there was no adverse impact to the customer's blood glucose level. Customer changed supplies to address the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.